Event description:
It was reported that normal saline was very hard to push through (3) one-link non-dehp microbore catheter extension sets.the issue was identified during use of the devices for an endoscopy procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the event date was "03/29/2022", previously submitted as "ni". H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.